Manufacturer narrative:
(B)(4). Batch #: v9551l. Additional information was requested and the following was obtained: did the active titanium blade break off? Yes. Did the white tissue pad break off? Unknown. Is the white tissue pad completely missing from the clamp arm of the device? Unknown. Did the patient experience any adverse consequences due to this issue? Not that I¿ve been made aware of. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
(B)(4).